Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the anchor did not hold. There was no harm for patient, operator or third party. The surgery was finished successfully by inserting a swivelock. It was not necessary to switch the surgical technique or do a second surgery. Update 11-oct-2023 nroe: further information was provided and revealed that the fibertak bent while being inserted into the bone.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-3632sp-1 batch/serial number (B)(6) was received for evaluation. Upon visual evaluation it was noted that the shaft's tip was bent. The thickness of the tip was measured by drawing c18275 at revision 14. The results the device is within tolerances by drawing specifications. No functional test was performed for a bent device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument. Per dfu-0333-1 at revision 0. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.